Event description:
The pt reported that he lost all of his csf in 1.5 days after implant and he was admitted to ER; he stated that by the 12th, he had 'drained out completely". The pt experienced a headache and vertigo and the pt was unable to get out of bed without help. A split was found in the catheter connector/hub at the pump. The pump connection was repaired. It was noted that the headache and vertigo continued. The spinal headache was noted to have lasted for 8 months, and it kept him in bed and he had many visits to the hospital. The device system was used to deliver morphine sulfate, clonidine, and bupivacaine.